Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the battery compartment was cracked. The audio bolus button cover was torn. The display screen was dim and discolored. Unrelated to these issues, the clip insert was broken. The clip was unable to attach onto the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, torn audio bolus button cover, and a dim and discolored display screen. This report is made based on results of investigation completed on 02/10/2015.